Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that in the arterial line the silicone extension has been damaged. This was noticed by the dialysis technician when he was about to connect with the blood tubing. The catheter insertion was done, but prior to performing hemodialysis the technician had noticed the leak (heparnised saline) and on closer examination the arterial line silicone extension was damaged. A fresh mahurkar double lumen was inserted in the patient and hemodialysis was performed and observed. Since the event occurred during the dialysis the patient was involved but no injury reported. The condition of patient is also stable.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformances related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to reported condition during a period of six months prior to manufacturing date. The product sample was returned for investigation. Visual inspection of the sample revealed an irregular cut in the silicone tubing of the arterial extension. Functional testing was required in order to confirm the issue reported by the customer, after the test the catheter showed a leak in the tubing in the venous extension. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: material: defective material: manufacturing performs 100% pressure (leak) testing. Additionally, the device history record review does not reveal any deviation of the current procedure that might have contributed to the reported condition. (Discarded). Man: operator failed to follow process and inspection procedures: manufacturing performs 100% pressure (leak) test. Additionally, the device history record review does not reveal any deviation of the current procedure that might have contributed to the defective reported condition. The defect was not identified prior to insertion; this kind of defect would be detected during leak test. The manufacturing process was reviewed to determine potential points of damage to the extension. The result was that the operations that are applied to the extension are light and the handling of the pieces is manually done, there is no use of sharp objects or other instrument that could generated the hole found during visual inspection. Therefore, there are no elements encountered during the manufacturing process that could origin the condition reported. This cause is discarded. Customer misuse (over bending, excessive force, and sharp object): as per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The issue was not identified prior to insertion of the catheter. The sample was received damaged after being manipulated by the customer during the insertion, this manipulation could be associated to the damaged found in the extension; therefore it can be concluded that this issue could be related to the use of sharp objects or rough edges after or during catheter insertion. (Not discarded). Machine, method, measurement: no potential causes were identified under these categories. (Discarded). This issue has been confirmed. The product sample was returned to the manufacturing site for review. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions; therefore the most probable root cause can be considered as misuse. This defect was more likely damaged during use caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No complaints triggers or trends were identified; therefore corrective or preventive actions are not required at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.